Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.

Event description:
The customer reported that the knife blade would not advance and it was exposed outside of the device jaws. The device was returned to covidien and initial inspection found that the webbing was protruding from the hinge.